Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
The therapist treated with the r-arm in the open position, and as the gantry rotated from ap to pa position at 322 degrees, the r-arm fell loose and collided with the patient at an angle. It struck the patient in the lower abdomen and high pelvis area. The patient jumped off of the table with the impact according to the therapist. No serious injury apart from scratches and bruising.